Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4).

Event description:
The pt had an incomplete capsulotomy during the surgical procedure. During the scanning procedure, we didn't observe anything abnormal. The system detected the corneal surface and also the lens perfectly. During the surgical procedure, the cas observed a different bubbles reaction. Nobody reported to cas that the pt had an icl lens implanted. When the pt was under the surgical microscope for the phaco procedure the surgeon could see that a certain number or laser pulses to cut the capsulotomy were shot into the icl material. Finally, the rhexis, in the lens, was approx 98% complete. No pt injury was reported.